Manufacturer narrative:
Follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1738 and position 2: 1738. Evaluation summary: a clear, 10 french, 6 inch sheath/hemostasis valve assembly was returned for evaluation with blood noted on the exterior of the device. The assembly was returned with the blue dilator in place through the valve and sheath. After the dilator was removed, the i.d. Of the sheath was measured and found to be within datascope's mfg specifications. A sheath/sheath hub leak test was performed on the assembly according to datascope's mfg specifications. The assembly was verified to be within specification. Using a laboratory iab, the sheath/hemostasis valve assembly was leak tested in order to determine if the valve assembly prohibited the back flow of water through the valve gasket into the stat-gard. Again, the assembly passed this leak test. A 60cc. Vacuum was pulled on the folded membrane using a laboratory syringe and a one-way valve. With the vacuum maintained, the folded membrane easily passed through the returned sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: laboratory examination of the returned sheath/clear hemostasis valve assembly found no defects. It was not possible to verify the reported difficulty during laboratory examination. It was reported that the hemostasis valve leak occurred prior to the insertion of the iab catheter when the blue dilator and guidewire were removed from the valve and sheath. Prior to the balloon's insertion through the sheath/hemostasis valve assembly, it is quite normal for blood to seep either through the small hollow barrel of the blue dilator - which is in place through the hemostasis valve or through the small hole in the hemostasis valve gasket - when the dilator is removed (even with the guidewire in place) due to arterial pressure. Again, this seepage of blood should be expected and should not be considered a product defect. It is a normal occurrence. The valve gasket is present to only minimize the flow of blood - not prevent it. Once the balloon is inserted over the guide wire and the catheter tubing is passed through the hemostasis valve assembly, the valve gasket creates a tight seal against the catheter wall to prevent blood from passing into the stat-gard via the sheath seal. Only the blue dilator and not the guidewire should be removed from the hemostasis valve. Finally, it is worth nothing that the nature of each leak, as perceived by the user, would not have jeopardized balloon function. Insertion of the balloon catheter or guidewire would have alleviated this flow of blood. In addition, any blood passing through the hemostasis valve (when the catheter is in place) can be prevented from entering into the stat-gard via the sheath seal if a ligature is tied around the groove in the stat-gard wing.

Event description:
When the guide wire and dilator were removed a small steady stream of blood leaked from the hemostasis valve.